Event description:
It was reported that the patient's right ventricular (rv) lead exhibted t-wave oversensing (twos) post ventricular pacing. Attempts to remove the twos via reprogramming were unsuccessful. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.